Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the front cover to be cracked. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
Information was received that device has acu watchdog failure and primary audible alarm bgnd test error. No adverse effects reported.